Manufacturer narrative:
Depuy (B)(4), reports: during surgery, the shim could not be removed from the spacer block because fixation was too hard. Examination of the returned products was unable to confirm the reported event. Related dimensional inspection of the returned products did not identify any discrepancy that would contribute to the reported event. A complaint database search did not identify a trend for this product code in regards to the reported event. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During surgery, the shim could not be removed from the spacer block because fixation was too hard.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.